Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl. The customer was treated for the low blood glucose with carbs. Customer's blood glucose level was 129 mg/dl at the time of the call. The customer was assisted with troubleshooting and the drive support cap was sticking out. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded the motor home switch and with bleeding lcd glass. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.